Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was recorded as "high." To address the high bg, the customer administered a correction injection using multiple daily injections (mdi). Customer changed cartridge and infusion set to address the issue.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was recorded as "high." To address the high bg, the customer administered a correction injection using multiple daily injections (mdi). Customer changed cartridge and infusion set to address the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.